Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device.data was provided for evaluation . The data does not reflect the full investigation window. Confirmation of the allegation could not be determined. The reported event of event of a loss of connection was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect full investigation window. Problem could not be confirmed.